Event description:
Health professional reported a lap-band system erosion. The entire lap-band system was explanted and replaced. Follow-up information: event was first noticed when patient had "severe dysphagia [and]gerd." "In surgery, band noted to have caused gastric erosion. Packing of abdominal wound [at] band port site [to prevent] infection from erosion."

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion, dysphagia, and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number.